Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2024, the patient underwent laparoscopic radical prostatectomy under general anesthesia with intravenous anesthesia and tracheal intubation, with the patient lying flat in a 15° head-down position. An incision was made at the upper edge of the umbilicus to insert a pneumoperitoneum needle to inflate the abdomen, and a 10 mm trocar and a 30° lens were inserted through the incision. The pneumoperitoneum pressure was set at 15 mmhg, and a 5 mm trocar was inserted at 2-3 cm above the anterior superior iliac spine and next to the left subumbilical rectus abdominis muscle on both sides and a 12 mm trocar was inserted next to the left subumbilical rectus abdominis muscle on the left side respectively under the supervision of the screen, the intra-pelvic fascia was incised, and the apical part of the prostate was free, and the dorsal vascular complex of the penis was ligated with a 2-0 vicryl thread through the suture. The vas deferens was lifted, and the seminal vesicle glands were exposed by separating the vas deferens, separating the seminal vesicles tightly, incising the dietrichson's fascia, pushing open the rectum, and freeing the dorsal aspect of the prostate. After the bladder lateral ligament was disconnected by ultrasonic knife electrocoagulation, the prostatic artery was seen to be 6mm, and the prostatic artery was incised by the ultrasonic knife, the lateral ligament of the prostate was separated to the tip of the prostate, the tip of the prostate was disconnected, and the prostate was completely resected, and the urethra and the bladder were closed by intermittent sutures with 2¿0 sutures to make sure that there was no leakage, and the patient's urethral catheter was placed under the routine operation with iodine vapor lubrication and injected with 20ml of saline, which was a smooth process, and they went back to the ICU after the operation, and then returned to the ICU after operation. On (B)(6) 2024, the nurse found that the patient's catheter slipped out and there was no water in the bladder, so they immediately notified the doctor and reintroduced urinary catheterization. Afterward, the catheter that had slipped out was injected with 20 ml of saline and the bladder was found to be leaking, and the amount of leakage was not large, and all the water leaked out after 24 hours. This incident did not cause any other harm to the patient, but the catheter was reintroduced, which increased the patient's pain and increased the risk of infection. It was unknown what medical intervention was provided.